Event description:
Title: dome-down dissection is a safe and practical primary approach to laparoscopic cholecystectomy: results of a ten year experience. Authors: nieman d.; ghushe n.; moalem j.; schneider m.d.; klein k.; young d.o.; stein b.; schoeniger l.o. Citation: gastroenterology. Conference: digestive diease week 2012, ddw 2012. San diego, ca united states. Conference publication: (var.pagings). 142 (5 suppl. 1) (pp s1105), 2012. Date of publication: may 2012. The objective of this study was to audit the authors¿ experience with a dome down technique for laparoscopic cholecystectomy (ddlc) regarding clinical outcomes, safety, and demonstration of the critical view of safety (cvs). A total of 715 patients (72% female) underwent cholecystectomy (ccy) from 2000 through 2010 by a single surgeon. Of the 715 patients, 714 underwent primary ddlc and transection of the cystic artery with a harmonic scalpel. Minor complications reported are ileus in 2 cases and biloma in 2 patients (no bile duct injuries found or biliary strictures on subsequent evaluation). The authors concluded that ddlc is a safe and practical approach to ccy in a diverse group of patients and can be used as a primary approach to laparoscopic cholecystectomy (lc) with a low complication rate. The authors propose a greater role for ddlc as an initial approach to lc in surgical training, to demonstrate the critical view of safety (cvs) and to allow a safe laparoscopic cholecystectomy in all circumstances.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2025 b3: publication year of 2012. D4: batch # unk. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.